Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected as it did not fully inflate. In addition, the pump was reported to become flat after squeezing it sometimes. A revision surgery was performed, upon examination fluid leakage was found caused by a pinhole in the right cylinder. Also, the reservoir was suspected to have fluid loss. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected as it did not fully inflate. In addition, the pump was reported to become flat after squeezing it sometimes. A revision surgery was performed, upon examination fluid leakage was found caused by a pinhole in the right cylinder. Also, the reservoir was suspected to have fluid loss. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the middle and proximal end. Fluid leakage was found on the first cylinder due to a hole in the proximal end consistent with sharp instrument damage. The second cylinder passed leak testing. The pump was visually inspected and underwent leak and functional testing. No visual damages nor abnormalities were found, and it did pass leak testing; however, the pump did not pass activation tests. No visual damages nor abnormalities were found on the rear tip extenders. Based on the information available and analysis results, the pump not passing activation tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.